Event description:
It was reported that the patient with this right atrial (ra) lead developed chest pain due to a newly implanted device. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.